Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 6mm, 31g relion syringe with the shelf carton from lot # 8239919. Customer states that the needle hub separated from the syringe and stayed inside of the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A visual evaluation of (1) syringe found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined.

Event description:
It was reported that the hub separated and stayed in shield with a relion® insulin syringe. The following information was provided by the initial reporter: material no. 328521, batch no. 8239919. It was reported that needle hub separated from syringe and stayed inside shield. The following information was provided by initial reporter: relion consumer reported that the needle hub separated from the syringe and stayed inside of the shield. Problem occurred on 05-07-19, lot # 8239919, product # 328521, no exp date. Consumer does not re-use.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated and stayed in shield with a relion® insulin syringe. The following information was provided by the initial reporter: material no. 328521, batch no. 8239919. It was reported that needle hub separated from syringe and stayed inside shield. The following information was provided by initial reporter: relion consumer reported that the needle hub separated from the syringe and stayed inside of the shield. Problem occurred on (B)(6) 2019, lot # 8239919, product # 328521, no exp date. Consumer does not re-use.